Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant stated that as long as the measurements were appropriate in the programmed vector, it was acceptable. The caller stated that a fluoroscopy was not performed and therefore, the root cause of the clinical observations could was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement of greater than 3000 ohms in one configuration and 450 ohms in another configuration. It was noted that this patient has clostridium difficile (c-diff). No adverse patient effects were reported.